Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se after a carotid stenting procedure. Reportedly, the physician experienced resistance while advancing the thumb advancer and he continued until he believed he had completed sheath splitting. He attempted to press the trigger button, however it could not be pushed down. The device was removed from the patient's anatomy and it was observed that the sheath was carved and the clip was visible on the sheath. Manual arterial compression was applied to achieve hemostasis. The patient did not experience any adverse effect. The physician is trained in the use of the starclose se device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Without the product to examine an analysis could not be performed and a determination of a cause for the reported resistance while advancing the thumb advancer, inability to press the trigger button, sheath carved and clip visible on the sheath could not be made. The starclose se thumb advancer can be difficult to advance due to a number of factors including, but not limited to: manufacturing or tissue compaction. Shaft carving can occur due to a number of factors including, but not limited to: manufacturing, the operator not holding device in-line with tissue tract to maintain a straight flex guide while depressing the plunger or while advancing the thumb advancer. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to: manufacturing, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment, can potentially cause the experienced event. It should be noted that the reported advancing of the starclose se device in the presence of resistance is not consistent with the instructions for use (IFU). The IFU under precautions indicates: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Based on the information available, and the manufacturing inspection, there does not appear to be any indications of a product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the device history record did not reveal any non-conforming material records (ncmrs) associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (against resistance). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.